Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed, and the patient stated they did not see any messages on the screen. The pump was connected to the patient when the error/event occurred. Continuous infusion rate: 2.1 ml/hr. Total reservoir volume: 97 ml. Given: (B)(6) 2024. Length of infusion: 46 hours. The pump was used to prime the extension tubing. No patient harm/adverse event reported.

Manufacturer narrative:
D3: correction. H6. Codes: updated. Device evaluation: unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the device is returned the manufacturer will re-open the complaint for further device analysis.